Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient lost consciousness after her blood glucose levels (bg) dropped to 18 mg/dl. The patient was taken to the hospital in an ambulance and was given intravenous sugar. Blood and ultrasound tests were performed at the hospital and she was released later that day. The patient is pregnant.